Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during a dental implant placement on (B)(6) 2017 suture was used. After the tightening and the cut of the first stitch, the thread broke a few centimeters from the needle. Stopped use of the rest of the thread and another thread was used. Delay of 5 min in the procedure. No patient consequences.